Event description:
The customer reported the device has a bad display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a bad display. There was no reported patient involvement. The device was evaluated by a philips fse and the failure was verified. Multiple parts were replaced including the power pca and display to resolve the complaint. The device passed all post-servicing testing and remains at the customer site. Philips cannot determine the cause of this reported issue as multiple parts were replaced.